Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) had monopolar detection fail on slot 4 during cautery activation. Upon visual inspection, no issues were found that would be related to the reported event. The iesu will be returned to the original equipment manufacturer.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was no monopolar and bipolar energy output from the integrated electrosurgical unit (iesu). The user was not certain whether the problem was due to energy cables or the iesu. The user replaced the iesu to resolve the issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: user never bought new monopolar and bipolar cables and always reused them. User did not notice the maximum usage count of monopolar and bipolar cables. User thought it was a problem with the iesu and not the cables. User also ordered new cables, and at that time the issue had been resolved. The issue was probably due to the monopolar and bipolar cables being worn out after two years of use.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.